Event description:
It was reported that this pacemaker was explanted due to infection. Surgical intervention was required to resolve this situation which is considered life threatening. No malfunction was reported but if this event was to reoccur it cause or contribute to serious injury or death. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.